Manufacturer narrative:
This complaint was received via user report and has been reported to FDA. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. This is MDR submission report 1 of 2. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care (adc) received a medwatch report which reported the following information: it was reported by the customer that "2 out of the 4 libre 2 sensors she received were defective and she was unable to use them as they were not soft needles, they were hard". The customer further stated "that each sensor lasts 13 days so that is 26 days she is left without any monitoring". No further information was provided. No contact information was provided to adc, therefore adc is unable to attempt any follow up activities related to this event. Based on the information provided, there was no report of serious injury associated with this event.

Manufacturer narrative:
Sensor and applicator (B)(6)has been returned and investigated. Visual inspection was performed on the returned product. Applicator was inspected and no damage was observed. Applicator had not been fired and sheath was unlocked. Visual inspection performed on the returned sensor and no issue was observed. Observed patch was combined with the sensor plug assembly. Unable to perform further investigation due to sensor pack not returned. Therefore, issue is closed to no product returned. If the sensor pack is returned, a physical investigation will be performed and a follow up report will be submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care (adc) received a medwatch report which reported the following information: it was reported by the customer that "2 out of the 4 libre 2 sensors she received were defective and she was unable to use them as they were not soft needles, they were hard". The customer further stated "that each sensor lasts 13 days so that is 26 days she is left without any monitoring". No further information was provided. No contact information was provided to adc, therefore adc is unable to attempt any follow up activities related to this event. Based on the information provided, there was no report of serious injury associated with this event.